Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2026. The wearable was inserted into the arm on (B)(6) 2026. The patient has been experiencing vomiting since monday, (B)(6) 2026, and was diagnosed with diabetic ketoacidosis (dka). During the initial call, the reporter was unable to answer follow-up questions due to time constraints. Subsequent attempts to contact the patient to obtain additional event details were unsuccessful. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, clarification was provided on 04/01/2026. The reporter clarified that on (B)(6) 2026, they contacted the company to report that the pediatric patient was hospitalized at that time due to the cgm providing inaccurately low glucose readings for approximately 48 hours. According to the reporter, these inaccurate cgm readings contributed to the patient experiencing vomiting and being diagnosed with diabetic ketoacidosis (dka). At the time of the event, the patient was also using an omnipod insulin pump. While in the emergency room, the patient¿s cgm reportedly displayed a glucose value of 250 mg/dl, whereas a blood glucose (bg) meter reading indicated a glucose level of 560 mg/dl. No additional event details were provided, including information regarding medications or treatment administered. At the time of the clarification report, the patient had been hospitalized for approximately two days and remained admitted. Attempts to recontact the reporter for further clarification were unsuccessful. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).